Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. After successfully deploying a 2.5x24mm promus element stent in the left circumflex artery, a 3.50x32mm promus element stent was deployed in the moderately tortuous and mildly calcified right coronary artery (rca).. After post-dilation was performed, a vessel dissection was noted distal to the edge of the stent in rca. To cover the dissection, the physician then deployed a 3.00x24mm promus element stent distally and overlapping to the 3.50x32mm promus element stent. No further patient complications were reported and the patient status was stable.